Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight was not provided by reporter. This report is for one unknown tibia nail. Part and lot numbers were not provided by the reporter. Other¿UDI# is unavailable. The date of implant is unknown. The date of explant is unknown. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent explant surgery on an unknown date to remove unknown synthes hardware due to pain. One unknown tibia nail, two distal screws, three proximal screws, and one end cap were removed without reported complication. The initial date of implant is unknown. The procedure was completed successfully. The patient's postoperative status was stable. There was no surgical delay. This report is for one unknown tibia nail. This report is 2 of 2 for (B)(4).